Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device after a diagnostic procedure in 2001. In 05/02, it was reported the patient noticed a hard "pea-shaped lump" forming at the procedural puncture site. By the beginning of june the lump was "larger in size" and looked similar to a "quarter-sized blood blister". On 07/02/02 it was reported the patient went to their physician who "opened it up a little to allow it to drain". At this time the wound was cultured. On 07/15/02 the physician "opened the wound" up a little more and prescribed an unspecified antibiotic as treatment for a "low grade fever". At the end of two weeks of antibiotic therapy, the wound was still draining and bleeding. The physician then referred the patient to a surgeon. On 08/08/02, it was reported the surgeron examined the wound and decided to "open the wound" to allow it to drain as it was still infected. A greenish colored stitch approximately three inches long and looped at the top with a surgical knot was found lying loose in the wound. Multiple attempts have been made to obtain additional information from the customer but no information has been made available.